Manufacturer narrative:
Other text: d10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1, 2 email is: (B)(6). One device was received. Per visual inspection, faulty liquid crystal display (lcd), cracked tank cover, stained plate clip, and the line cord wouldn't pass the electrical test. Per functional testing, the lcd showed a "1" but that was it, confirming that the lcd wasn't working properly. The complaint was confirmed. The root cause was a faulty printed circuit board (pcb) board resulting in no display. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the pcb, tank cover, plate clip, and line cord. Performed preventative maintenance (pm). The device passed all functional and delivery tests.

Event description:
It was reported that the device had a display issue. The issue was discovered during the scheduled preventive maintenance. There is no patient involvement.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.